Event description:
The glucometer provided a high reading, the patient injected insulin based on the reading. The patient suffered a hypoglycemic event and was brought to the hospital.

Manufacturer narrative:
Meter was not returned for evaluation.